Manufacturer narrative:
An event of structural valve deterioration, dyspnea, stenocardia, high gradient, and decreased leaflet mobility was reported. A more comprehensive assessment could not be performed as a valve-in-valve procedure was performed and the device was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
The patient developed exertional dyspnoea and stenocardia since the beginning of (B)(6) 2020. He was hospitalised for inpatient studies and decreased mobility of the leaflets was noted. Mean gradient of the valve was 68mmhg. Coronary angiography did not reveal progression of the coronary artery disease. We have scheduled a CT-scan for planning tavi. (B)(6) 2020, a transfemoral valve-in-valve tavi with a 26mm medtronic evolut pro was carried out.